Manufacturer narrative:
The bone anchor was returned to the manufacturer for evaluation. Testing found that the metal threads were intact and undamaged. It was noted that the plastic body of the anchor was damaged. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
Medtronic received information that, following a laser induced thermal therapy (litt), it was noted that the anchor bolt was difficult to remove. It was noted that the plastic coating evidently cracked. It was also reported that the bolt was turning counter clockwise but not releasing from the bolt. A hemostat was attached to the base to remove the bolt. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.